Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during the middle of the graft the cutting power slowed down. No further information provided. No adverse events were reported as a result of this malfunction.